Event description:
The patch was implanted in the carotid on 1/5/98. The dr reports that on 1/19/98, the patch "blew." The dr has stated that this incident is not related to the patch. No further info is attainable. Note: although the exact description of the nature of the incident does not appear to be attainable, and is not considered to have been product-related by the dr, the MFR believes that the pt may have been injured and therefore is reporting the incident.